Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was receiving calibration errors and sensor errors. Blood glucose level at the time of the incident was 50 mg/dl, which was treated with food. After removal, the customer confirmed that the sensor was curved. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, a visual inspection was performed and found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.